Event description:
It was reported that during device upgrade, the competitors df-1 plug port pin was not able to be secured into the header of the device. A st. Jude plug port pin was successfully inserted.